Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through full pump reset, confirmed that error did not reappear after reset, and was instructed to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.